Event description:
It was reported while testing with bd totalys slideprep, there were green particles noted on the slide. There was contamination noted in the di water bottle and possibly the tubing. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges green particles (catalog number 491346, serial number (B)(6)).service had replaced tips, quad assy blocks, caps, and tubing in reagent station, and syringes and valve, cleaned connectors. They also ran bleach through system and tested. Based on service investigation, the complaint is confirmed and the root cause is attributed to dirty di water bottles. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review revealed no complaint for similar root cause attributes. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks,or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while testing with bd totalys slideprep, there were green particles noted on the slide. There was contamination noted in the di water bottle and possibly the tubing. There were no health impact or consequences reported.